Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead started to increase six months ago and is now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.